Event description:
A malfunction was reported with a pump, causing the customer's blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed as "high." The customer did not require third-party assistance and administered a correction bolus via the pump to address the high blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue has been captured under mfg report #3013756811-2025-154329.